Event description:
Practitioner reports a pt was wearing contact lenses as daily wear and developed microbial keratitis in the right eye. It is reported that the pt has since returned to baseline with vision 20/20. The practitioner indicated the pt was previously wearing another manufacturer's lenses and developed microbial keratitis in the left eye. No other info was provided. The practitioner requested the pt's chart and attempts are being made to obtain additional info regarding the event and product availability.